Event description:
Related manufacturer reference number: 2017865-2022-47835. Related manufacturer reference number: 2017865-2022-47837. It was reported that the patient's implantable cardioverter defibrillator (ICD) had migrated in the pocket causing their right ventricular (rv) lead and atrial lead to be dislodged. X-ray was performed and confirmed the dislodgement. The right ventricular lead was inappropriately capturing the patient's atrium. The patient presented for lead repositioning procedure, during which the rv lead's helix was noted to exhibit a helix extension and retraction problem. It was also noted that the stylet failed to be advanced through the rv lead. The atrial lead helix failed to retract. The patient's ICD was repositioned on (B)(6) 2022 and both leads were explanted and replaced in a follow-up procedure on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement, inappropriate capture, helix mechanism issue, and failure to advance stylet. As received, a partial lead was returned in two pieces with the helix found retracted and clogged with blood/ tissue. The reported events of helix mechanism issue and failure to advance stylet were confirmed. The reported event of inappropriate capture was not confirmed. Visual and x-ray examinations found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning the helix and cutting the distal portion of the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The stylet insertion could not be tested due to overtorqued inner coil consistent with procedural damage. The cause of helix mechanism issue and failure to advance stylet was isolated to overtorque of the inner coil and the helix being clogged with blood/ tissue.